Event description:
It was reported that this pacemaker recorded a code 1003, indicating the voltage is too low for the projected remaining capacity and exhibited an alert message indicating that battery replacement indicator has been reached on january 01, 2000; and that remote monitoring was disabled. Technical services (ts) was consulted and determined that the cause was unknown and recommended device replacement. This pacemaker remains in service. No adverse patient effects were reported.